Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a cryoplasty treatment procedure there was difficulty advancing the guide wire through the balloon catheter. The lesion being treated was located in an unspecified vessel. The physician encountered difficulty advancing a 014 thruway guide wire through the entire .014 - 3.0x150x150 polarcath balloon catheter. The procedure was completed with these devices with great results. No patient complications were reported and the patient's condition is reported as fine. However, the returned product analysis revealed peeling of the ptfe coating.

Manufacturer narrative:
(B)(4): visually and dimensionally the specimen mets specifications. The depth marker bands on the ptfe coated wire shaft appear to be in the correct locations and widths. There are numerous bends/kinks of varying severity scattered throughout the length of the specimen with scraped ptfe coating at the apex of the more severe kink damage locations on the ptfe coated wire shaft. The distal coil is displaced distally from the proximal coil to core joint, creating a 1.65mm stretched region immediately distal of the proximal coil to core solder joint. No other damage or inconsistencies are noted to the device at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the device appears visually and dimensionally correct. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)